Event description:
The patient stated that her blood glucose was elevated for 4 days after she received the technical inspection due alarm on her infusion device. She stated she switched to her backup infusion device, and her blood glucose returned to normal within a couple of hours. She stated she felt her infusion device was not delivering insulin properly, and her blood glucose elevated to as high as 425 mg/dl. She stated she feels tired and cranky, when her blood glucose is high. Her normal blood glucose range is 90-150 mg/dl. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.